Event description:
It was reported to medtronic minimed that the customer experienced the keypad not responding right away. The customer reported a blood glucose value of 300 mg/dl. The customer experienced hyperglycemia and elevated ketones and was treated with hospitalization, an emergency room visit, and an IV insulin drip. The customer experienced hyperglycemia and was treated with manual injection. The customer reported depression, flu-like confusion, illness, headache, tiredness, altered vision, pain, cramps, and excessive thirst as symptoms associated with the hyperglycemia event at the time of hospitalization. The event involved product(s) mmt-244a, mmt-1884l, mmt-332a. Troubleshooting was performed for the general documentation. Troubleshooting was performed for keypad unresponsiveness and confirmed that there was no response from any button, but the minutes changed in the time display. Troubleshooting was partially performed for the hyperglycemia event, and it was unknown whether the customer was using the insulin pump within 48 hours of the reported event. It was unknown whether the customer was using the automode/ smartguard feature at the time of the reported event. The customer also alleged that there was no insulin delivery from the pump. No further patient complication was reported. No product return is required for mmt-244a. Product return is required for mmt-1884l. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.